Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is squirting out insulin during the manual prime process, and is stuck in the priming phase. The customer¿s blood glucose level was 200 mg/dl at the time of the call. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics assembly.